Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The kink resistant tubing (krt) of the reservoir and the cylinders was worn down to the filament, however, no leak, hole or perforation was identified. The krts were returned with three straight window quick connect (wqc) which were visually inspected, and no damage was found. The krt was cut down to perform functional test. The ms pump did not pass the functional test during deflation test 2. Product analysis confirmed a pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced for unspecified reasons. No patient complications were reported. The device was returned and analysis indicated a pump mechanical issue.